Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The blood glucose reading at time of call was 547mg/dl. The customer stated that she was vomiting every fifteen minutes. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several no delivery alarms. The drive support cap was loose. Assisted the caller to run a manual prime test and the insulin did exit. The customer stated that the cannula was bent. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The drive support disk was inspected and no anomaly noted. After testing it was concluded that the device operated within specifications. The device returned with missing end cap sticker.